Manufacturer narrative:
(B)(4).

Event description:
It was reported " when a nurse was using pump for a patient, she found that the display screen was faulty and could not show normally. The issue was resolved successfully by changing the pump. No patient harm or injury reported. The patient's condition is reported as "fine."

Event description:
It was reported " when a nurse was using pump for a patient, she found that the display screen was faulty and could not show normally. The issue was resolved successfully by changing the pump. No patient harm or injury reported. The patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4). The reported complaint of "display screen was faulty and could not show normally" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.